Event description:
A report was received regarding needle-stick injury that occurred at the user facility. At the conclusion of an infusion, the clinician activated the safety feature of the device. The device was not captured and the clinician was stuck by the exposed needle. Blood testing was performed and the hospital followed internal protocol for needle-stick injuries. No permanent adverse effects to user reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.